Event description:
The customer reported that the error code displayed upon fluoro. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep error code displayed upon fluoro. The system assembly checked for code of low ma. He adjusted the main frame 12 volt supply. Battery tested under load; battery voltage measured 162 volts. The ge rep removed and replaced the main frame battery. The system is operating within the manufacturer specification.